Manufacturer narrative:
Evaluation summary: we checked the returned product and confirmed that the blurry image was caused due to a condensation of moisture in the cmos unit by changing the temperature outside of the endoscope. In addition, we confirmed that the a/w socket o-rings leak and the angulation down; however, these are not related to the alleged complaint. This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. This report is being filed as part of the pentax backlog management plan.

Event description:
Blur in center of image. The time of event is unknown. There was no report of patient harm.